Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the stand rolled over the back of the specialist's heel as she was pulling the stand, leaving a laceration that required 5 stitches on her upper heel.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: manufacturing nonconformity ((B)(4)). Too much equipment. Loose / broken wheels. Damage during shipping /handling. Use error.

Event description:
It was reported that the stand rolled over the back of the specialist's heel as she was pulling the stand, leaving a laceration that required 5 stitches on her upper heel.